Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the event resolved without sequelae on "(B)(6) 2014."

Event description:
A difficulty locating the pump port due to increased weight gain was reported. The patient had gained about one hundred pounds since pump implantation. The pump had to be refilled under fluoroscopy on (B)(6) 2013. The plan was for a pump revision in (B)(6) 2014 in order to have better port access. This was an ongoing event. The etiology noted possible relation to the device or therapy. The medication infused was lioresal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the plan was to revise the pump in the fall of 2014 in order to have better port access.